Manufacturer narrative:
The subject device was returned to the olympus repair center. The repair evaluation confirmed the customer¿s reported problem, no camera image. The no image malfunction was isolated to a faulty camera cable. The cable was found to be extremely kinked and worn. Additionally, the cable has multiple cuts attributing to a failed water leak test. A known working cable unit was installed and the image appeared and passed all functional and safety inspections. The investigation is ongoing; therefore, the root cause of the reported phenomenon cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
The olympus (oekg) service engineer was informed that the customer was having an image issue, ¿abnormal image, there is a kink in the picture, can¿t see well¿. During troubleshoot via telephone, it was determined that the customer camera head was isolated to be causing the problem. The reported problem was found during an unspecified event. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that moisture penetrated from the scratch on the cable covering part, and that the cable deteriorated and the image was no longer displayed. However, the specific root cause of the faulty cable could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: "never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head." Olympus will continue to monitor field performance for this device.